Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge. There was no adverse impact on the customer's blood glucose level. The customer was advised to use a minimum of 80 units when reloading a cartridge, understood the guidance, and successfully resolved the issue by loading a second cartridge onto the pump, allowing insulin delivery to resume.